Event description:
Rptr used powdered latex gloves for two years in her job. She developed a severe latex allergy due to these gloves, which began as contact dermatitits and progressed to systemic reactions. Event occurred from 9/97 to current 1999.